Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported that due to a delivery issue involving a replacement meter customer experienced a medical event. Caller initially called adc on (B)(6) 2016 and reported a display issue with his adc blood glucose meter. Customer¿s daughter called again on (B)(6) 2016 and reported that on (B)(6) 2016 customer had self-administered an unspecified amount of lantus and humalog insulin and subsequently experienced low blood glucose, noting he was ¿shaking, tired and crawled¿. Customer was taken to a hospital, diagnosed with hypoglycemia and received unspecified treatment. Customer was still hospitalized at the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests prior to release. A tripped trend review was completed for the reported complaint. Although trips were observed, no further investigation is required. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Meter brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer¿s daughter reported that due to a delivery issue involving a replacement meter customer experienced a medical event. Caller initially called adc on (B)(6) 2016 and reported a display issue with his adc blood glucose meter. Customer¿s daughter called again on (B)(6) 2016 and reported that on (B)(6) 2016 customer had self-administered an unspecified amount of lantus and humalog insulin and subsequently experienced low blood glucose, noting he was ¿shaking, tired and crawled¿. Customer was taken to a hospital, diagnosed with hypoglycemia and received unspecified treatment. Customer was still hospitalized at the time of the call. There was no report of death or permanent injury associated with this event.